Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the pump failed the audio beep test. The customer's blood glucose at the time of the incident is unknown. The customer did not complete troubleshooting. The pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The initial report and or supplemental report had the incorrect aware date. The correct aware date is november 3, 2019. (B)(4).